Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the cine drive was not functioning correctly. There was no patient injury or death reported.